Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that this morning they went to the new setting, group c, and got a funny reaction, heavy response in their left arm, tingling like electricity in their hand and a little bit in the back of their left eye. Patient said that they were feeling better now, but it took them really hard. Patient stated that the doctor instructed them to switch to group c about a week after their last programming appointment which is what the patient did this morning. The patient was redirected to their healthcare provider to further address the issue.